Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation of the pulse generator resulted in the message - data not read- for battery data. The device was explanted and replaced due to the device being close to elective replacement indicate or (eri).